Event description:
Patient presented in-clinic for discomfort due to phrenic nerve stimulation. Upon investigation, the device was found to be in backup vvi (bvvi) mode with high voltage therapy disabled. Abbott technical support was contacted, and the cause of the bvvi was found to be off-label magnetic resonance imaging (MRI) exposure. The device was reprogrammed to resolve the event. The patient was in stable condition.